Event description:
Problem statement: the customer reported the device made clicking sound, the screen went black, and vent went inop while in use. The manufacturer's field service engineer was unable to duplicate the reported problem, however, errors in the diagnostic history log indicate a vent inop condition. No patient harm reported.